Event description:
Technical services received a call on 10/14/2011. Caller stated atrial loss of capture and atrial under sensing noted on telemetry strip. Caller is dr. (B)(6). Did a full interrogation and found everything to be stable and fine. He noted that atrial sensitivity was set to auto. He explained the rhythm. We under sensed a p wave and so we paced. He thought we they had lost capture, but we were simply pacing into the refractory tissue. We discussed theories and he will turn off auto sense and set a hard value as the p waves are pretty stable. Technical services offered to view the EKG via fax but he declined. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).